Manufacturer narrative:
Reference cmp-(B)(4). Medical products- biomet cc cruciate tray 75mm, item # 141234, lot # 529610. Vanguard ps tibial bearing 10x71/75, item # 183740, lot # 672130. Agc patella arcom poly with wire 34mm, item # 11-150828, lot # 509440. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device being discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report:0001825034-2017-04223.

Event description:
It was reported following an initial knee arthroplasty, the patient was revised due to femoral loosening. The tibia was in varus alignment. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.